Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, it was noted that the implantable cardiac monitor's battery appeared to be quickly depleting. There were no resolutions and the device remained implanted. There were no patient consequences.